Manufacturer narrative:
Other text: additional information was received indicating there was no patient involvement, the issue was found during preventive maintenance, updated h6: health effects. No product was returned. The investigation determined the most probable cause to be an issue with the pump's expulsor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
Other, other text: b3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump fluid delivery was inaccurate. Patient involvement unknown.